Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was no longer functioning within specifications. The patient has been re-implanted.

Manufacturer narrative:
Conclusion:device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition several wire breakages, most likely caused due to device minute mobility, were observed during device investigation, which might have contributed to the reported lack of benefit. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The device was no longer functioning within specifications. The patient has been re-implanted.